Manufacturer narrative:
(B)(4). Date of event unknown. Lot no. And expiration date unknown. Operator of device unknown. Device manufacture date unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have blue and red fibers on the inside of the screw off tab of the tpn bag. The fibers were discovered before use. This report documents no patient involvement or adverse events. No additional information is available.